Event description:
Tightness test failed due to a small hole on the flex tube pn 260207 / lot number 189177.

Manufacturer narrative:
This record contains no information on patient involvement / impact. The pre-analysis did result in a root cause found. The ambient valve has been identified to be the faulty component. The defective ambient valve was replaced and the device is working as intended again. There was no patient harm.